Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific¿s technical services (ts) on (B)(6) 2017. The patient reported that the electrode has migrated and now has a large visible ¿knot¿ on her chest close to her neck. The patient was prescribed antibiotics. The patient reports being in significant pain and has difficulty sleeping. It appears that the patient has a scheduled appointment with the physician. Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) laboratory on june 2, 2017. The implanted system was explanted without any reported patient adverse effects.

Event description:
Boston scientific received additional information that this product manager contacted boston scientific¿s technical services. The product manager had been speaking with a clinician who reported that this patient¿s device and electrode were explanted due to infection.